Event description:
It was reported that during routine device change-out externalized conductors were observed. The lead was explanted and replaced without complication. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 54.5cm was returned for analysis. Insulation damage was noted at 33.5-35.4cm from the distal tip, consistent with clavicle crush damage. Insulation abrasion was noted underneath the suture sleeve at 40.4-40.5cm from the distal tip. External insulation abrasion was noted at 12.4-13.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 41.9-42.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.